Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31066218l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a ventricular tachycardia cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered arterial spasm in the marginal artery and treated with surgical intervention of a stent placement and extended hospitalization. It was reported that in epicardium access a spasm of the left marginal artery occurred. Th procedure was delayed 120 minutes and stent placement in the marginal occurred. Procedure was successfully completed. Additional information was received indicating the patient remained unchanged in stable condition after the stent placement. The physician's opinion of the cause of the adverse event was that it was procedure related. No additional information is available.